Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The titanium case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. A review of the device's memory revealed that a rate fault reset was stored in the reset counter but it did not result in corruption of the memory or affect therapy delivery. It was determined that this device declared eri earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. The device assessment of its operating current, battery charge state, and revision of the ert declaration point may have caused differences and fluctuations relative to previous programmer battery status indicators. However, this behavior could not account for all the depletion to the battery while it was implanted. Attempts to obtain information on how the device was programmed before being returned were unsuccessful. Laboratory analysis concluded that although a high current condition was found during testing of this device, the premature depletion was not due to a known component malfunction and the replacement indicators were displayed appropriately, relative to the actual battery condition. The cause of the early battery depletion could not be identified.

Event description:
Boston scientific received information that at a follow up in (B)(6) 2011, the device was at beginning of life (bol) with the estimated longevity of two years. However during a normal follow up in (B)(6), the patient presented with shortness of breath and was feeling unwell. Interrogation of the device found that it was at end of life (eol) and was pacing in vvi mode at 50 beats per minute (bpm). Eol was declared in (B)(6) and the device had never declared elective replacement near (ern). No additional adverse patient effects were reported. An immediate device replacement procedure was performed and the device was explanted and will be returned for laboratory analysis.

Manufacturer narrative:
Once analysis is completed, this report will be updated.